Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.g996u1uesjhzb1 hardware: sm-g996u1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was involved in a vehicular accident and, while hospitalized, received a hazard alarm stating "pod expired. Insulin delivery stopped. Change pod now." On (B)(6) 2026 due to pod expiration. The patient's blood glucose levels rose to over 300 mg/dl while wearing the pod for more than 48 hours. The patient reportedly experienced complications with blood sugar management due to the hospital administering acetaminophen, which interfered with the glucose monitor readings. In addition to managing physical trauma, medical professionals provided insulin therapy to the patient. The pod was removed and discarded at the hospital.